Event description:
Pt had left heart cath performed that progressed to intervention on the ostial rca. (B)(6) placed a 4.0x12x resolute stent in ostial rca and then post dilated with 4.5 x 8 trek nc x 3 up to 24 atm's. Balloon cath would not come out and eventually the distal tip of the balloon catheter separated and a portion approx 10-15 mm was left in the ost rca. Pt was stable during this event and arrangements made for surgical intervention. Dates of use: 20 minutes. Diagnosis or reason for use: post dilatation of stent.